Manufacturer narrative:
H6: additional review indicated code c53269 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their controller was shutting off their implantable neurostimulator (ins). The patient stated that there was a blank screen on their controller and when they finished recharging their ins, the controller screen went black and would not function. The patient stated that they then plugged their controller into the wall and the controller beeped and the screen went white. After the patient unplugged the controller, the screen resumed normal function. Troubleshooting was unable to be performed as the issue was resolved prior to the call. The patient stated that their ins was at 100% battery level and their controller as at 90%. The patient also mentioned that they didn¿t hold their hand on top of the controller and would use it about 16 inches away from the ins. The patient was redirected to the repair department and a replacement controller was requested. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that they were recharging their ins this morning and stim shut off on its own. They put the device into MRI mode and then was able to turn stim back on. Patient had a hard time recharging and kept getting "try again" screen. Patient confirmed she was able to charge ins and appears to be working now; also mentioned that "5 and 6" were grayed out but are now available. It was reviewed that grayed out menu options are part of expected device function. No further complications were reported/anticipated.